Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, without requiring third party assistance. Customer resolved the issue by continuing the use of original supplies and resuming insulin.